Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. During the procedure, camera showed that it was disconnected. The lights appeared on the camera, it was unknown which light or the behavior. Additional information indicated cable replacement did not resolve the issue. The scu was replaced in (B)(4) due to strober errors. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: after further review this event was determined to be a duplicate of FDA report number 1723170-2019-03875.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the green led's were illuminated on the navigation system camera. Additionally, restarting the navigation system restored functionality for the procedure. It was noted that replacing the central processing unit (cpu) of the navigation system restored functionality.